Event description:
Patient reported rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, g1. Clarification on h6 (previous mw)- b20. Visual analysis was done and so type of investigation code was updated as b20 (not accessible for testing).

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified observed rupture in the device. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode."

Event description:
Patient reported right side rupture. The device has been explanted.